Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. The investigation into the positioning issues has been completed. The investigation of the data logs showed the sudden occurrence of the "impella position in aorta" alarm, followed by erratic placement signal metrics and non-pulsatile motor current. After reviewing the clinical information, it was determined that the cause of the positioning issue was wireless re-access. The impella device is not indicated for wireless re-access per IFU 0048-9007. The cause of the positioning issue was wireless re-access resulting from improper technique by the end user. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported during repositioning of the impella, the pump got caught in the mitral valve structure resulting in the device entering the aorta and the surgeon being unable to cross the valve. The decision was made to replace this impella, during placement of the new pump the patient reportedly required multiple rounds of cardio-pulmonary resuscitation. No further patient-related issues were reported, and this pump was successfully replaced with a new impella cp.